Event description:
Information was received from multiple sources (Manufacturer Representative, Healthcare Provider) regarding a patient who was receiving Dilaudid (hydromorphone) (5mg/ml at 1.9817mg/day) and Bupivacaine (2.5mg/ml at .9908mg/day) via an implantable pump for malignant pain. It was reported that when the patient was throwing up several times (unrelated to pump), they noticed the pump was no longer lying flat, and she could freely move it in pocket. The patient flipped the pump back into place. Patient stated their chronic pain returned to normal non pump therapy levels after throwing up. The pump and catheter were replaced on (b)(6)2026 and a new pocket was made. The devices were discarded by the healthcare provider (HCP).

Manufacturer narrative:
Continuation of D10: Product ID 8785 Lot# (b)(6)Serial# Implanted: Explanted: Product Type CATHETER Product ID 8780 Lot# Serial# (b)(6)Implanted: Explanted: Product Type CATHETER Product ID 8780 Lot# Serial# HG8UA2V18 Implanted: Explanted: Product Type CATHETER Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.